Event description:
During resuscitation AED used once without issue, about 20 mins later AED shock was attempted again, this time resulting in electrical arc and fire, pt had minor burns to body. Pt moved and resuscitation continued for about 10 mins, pt pronounced when resuscitation was unsuccessful.